Event description:
It was reported that this patient had a stored signal artifact monitoring (sam) event in the logbook. No patient or device information was provided as this was another manufactures field representative calling in. No other additional information was provided. At this time, the device remains in service. No adverse patient effects were reported.